Manufacturer narrative:
Product ID 355029, serial# unknown; product type accessory product ID 377660, lot# unknown; product type lead product ID 377660, lot# unknown; product type lead. (B)(4).

Event description:
A healthcare professional from a clinical study for episodic migraine headache reported that following device implant on (B)(6) 2011, on (B)(6) 2011, the patient had incisional pain and pain along the tunneling of the wires along with tenderness at the implantable neurostimulator (ins) site. There was no swelling, redness or warmth noted. Lab results had indicated elevated c-reactive protein (crp). Sed rate and white count were normal. The patient was given oral ketorolac and scheduled for a follow-up of the surgical site 4 days later due to the healthcare professional not seeing strong evidence for infection and had not recommended surgical exploration. Diagnosis was expected post-operative inflammation. Patient was instructed to return if there was any worsening. On (B)(6) 2011, the patient had gone into the emergency room for a wound check due to some pus by the facial incision. The patient was admitted to the hospital on that same day which was also the day of definitive infection diagnosis at the surgical site. Patient was given intravenous (IV) antibiotics for several days. It was determined that a device explant was necessary, explant occurred on (B)(6) 2011. Monitoring of the patient was continued along with further IV antibiotics until discharge on oral antibiotics on (B)(6) 2011. At follow-up on (B)(6) 2011 revealed a nicely healed wound site along with a comfortable and afebrile patient. The sutures were removed for the facial, retro-auricular and ins site successfully. The patient remained on oral antibiotics and the serious adverse event had completely resolved. It was noted that infection is an anticipated risk. Further follow-up is being conducted to obtain information regarding the device location. If additional information is received a supplemental report will be submitted.